Event description:
It was reported that the patient had been in and out of the hospital for several medical procedures over the prior weeks and had not been using the device during that time, relying instead on multiple daily injections. The patient experienced significant stress related to recent health concerns and had previously been hospitalized for blood glucose levels above 300 mg/dl. The patient also reported frequent issues with infusion sites falling off and repeated occlusion alerts. After being discharged from the hospital, the patient reconnected to the device and announced a meal, after which blood glucose rose to 289 mg/dl and later measured 255 mg/dl, accompanied by slight dizziness. The patient was instructed to follow their ketone action plan, and it was confirmed that the device had been delivering correction insulin and that the insulin used was not expired. Follow-up attempts were made to collect additional details regarding prior hospitalizations and occlusion alerts. When contacted, the patient was unable to provide specific dates, reporting that they had been hospitalized multiple times for unrelated medical reasons and had received saline IV during one visit for elevated blood glucose. The patient also reported using approximately seven infusion sets over two to three days but could not provide lot numbers. The patient¿s blood glucose levels were affected, remaining above the target range for several hours and exceeding 300 mg/dl at times. No back-up therapy was used, no ketone testing was performed, and there were no recent steroid injections. The patient required professional medical intervention in the form of hospitalization for elevated blood glucose, but no immediate or long-term health effects were reported. The patient was not using the device at the time of follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.